Event description:
It was reported that the balloon was difficult to removed. The target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the removal a resistance was felt, and the balloon was forcibly removed. The procedure was completed with a different device. No patient complications were reported.